Manufacturer narrative:
This complaint was not escalated to root cause analysis.

Event description:
A post market clinical study identified that a revision was conducted with no alleged product deficiency.